Event description:
Initially, the customer called requesting assistance with changing her basal rates as her blood glucose was getting high. The customer stated that she is having appointment with her doctor in a week. A follow up was conducted, and found that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 480mg/dl. The caller mentioned that the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.